Event description:
It was reported that the target lesion is in the heavily tortuous, heavily calcified right coronary artery and is 90% stenosed. Predilatation was performed with a non-abbott balloon and the 3.5x18 mm xience v stent delivery system (sds) was delivered to the lesion with resistance felt during advancement; however, the stent implant was able to be deployed. During deployment, on the second inflation of 16 atmospheres for 30 seconds, the sds balloon ruptured. The stent was not fully expanded, so postdilatation was performed with a 3.5x8 mm nc trek to completely appose the stent to the vessel wall. The procedure was completed successfully. No adverse patient effects or clinically significant delay in the procedure were reported, no additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant medical product: guide wire: athlete ell lite; guide cath: heartrail al1. Device evaluation: it is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed if there is any further relevant information obtained from that review.